Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that the patient's stimulation was not working and a manufacturer representative (rep) was contact to help with the situation. The patient also noted that he had a paddle implanted on his neck that looks like a butterfly on (B)(6) 2013. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
They reported on 05-02 that the steps taken to resolve their issue were that they met with the rep. There were no further complications reported.